Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection on a laparoscopic right hemicolectomy, when the device was tried to be fired after set up, the device did not react and the display screen was found to be blackout. The device was rebooted however it still did not react. A manual stapler was then used to complete the case. There was no patient injury.